Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Reason for device explant and/or reoperation: capsular contractures unknown grade. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient who underwent an unspecified breast surgery with unknown mentor silicone prosthesis experience right sided capsular contractures unknown grade post operation. As a result, the patient underwent unilateral replacement with sn: (B)(6) on (B)(6) 2025.